Event description:
End user states, the bolt that goes thru the seat post the head is sheared off.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.